Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the superior vena cava defibrillation coil was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had multiple high superior vena cava (svc) coil impedance measurements over the last several months. The svc coil was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.